Event description:
It was reported that on 0(B)(6) 2023, a 17mm amplatzer septal occluder was chosen for implant using a 9f amplatzer torqvue delivery system to close an atrial septal defect (asd). During deployment of the device at the left atrium into the right atrium, the left disc deformed into a cobra shape. There was no interaction with cardiac structures during deployment. The device was removed and prepared again. Another attempt was made to deliver the device through the delivery system, but the device deformed into a cobra shape again. The device was then removed and replaced with another 17mm amplatzer septal occluder, which was deployed and implanted successfully. There was no angulation or noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 17mm amplatzer septal occluder was chosen for implant using a 9f amplatzer torqvue delivery system to close an atrial septal defect (asd). During deployment of the device at the left atrium into the right atrium, the left disc deformed into a cobra shape. There was no interaction with cardiac structures during deployment. The device was removed and prepared again. Another attempt was made to deliver the device through the delivery system, but the device deformed into a cobra shape again. The device was then removed and replaced with another 17mm amplatzer septal occluder, which was deployed and implanted successfully. There was no angulation or noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One image received appeared to show the device deformed when deployed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, artmt100092311 revision b the recommended size delivery system for use with a 17 mm septal occluder is an 7f. A 9f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device.